Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On april 6, 2007 the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings with the control solution, and inaccurately low blood glucose readings. In 2007, at 8:30 pm, the patient obtained the blood glucose reading of 140 mg/dl on the reported meter. At that time, the patient was experiencing the symptoms of thirst and feeling aggravated. The patient also performed a control solution test, with a result of 189 mg/dl, which was outside of the expected range of 111 mg/dl to 148 mg/dl. The patient took no actions following these readings. At an unspecified time, the patient went to the emergency room, where her blood glucose level was tested to be 500 mg/dl. The patient was treated with intravenous fluids. She was admitted to the hospital for four days, with a diagnosis of hyperglycemia. The patient takes an unspecified insulin on a sliding scale with meals. It would have been helpful to determine the patient's meter readings from earlier on the date of the event, if emergency services were contacted, the time of the 500 mg/dl reading in the emergency room, and the patient's insulin regimen. The customer care advocate (cca) determined during the troubleshooting telephone call, the patient's testing technique was correct and the meter was programmed for the correct unit of measure. The cca also determined during the call that the patient's test strips and control solution were expired, which can cause inaccurate readings. No quality control testing was performed during the call, as the patient's control solution and test strips were expired. The meter, test strips and control solution were replaced. The patient was using expired test strips and expired control solution for an unspecified time frame. The patient allegedly obtained a blood glucose reading of 140 mg/dl while experiencing symptoms suggesting hyperglycemia. She received emergency medical attention, treatment, and admission to the hospital due to hyperglycemia. Therefore this complaint is being reported as an adverse event.